Event description:
It was reported that the patient underwent a tlif to treat spinal stenosis. Approximately 9 months post-op it was discovered on x-rays that the screw at s1 was broken. No revision has taken place yet. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.